Manufacturer narrative:
B5: upon follow up it was reported the peritonitis event was not resolved and action with pd therapy was unknown. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by pain, bloody effluent, and diarrhea. Eight days after the onset of event, the patient was hospitalized for the event. The patient was treated with unspecified antibiotics and paracetamol for peritonitis. The cause of the event, patient outcome and action taken with pd therapy were not reported. The patient was discharged two weeks after hospital admission. It was reported that the event was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.